Event description:
Procedure: inguinal hernia repair. According to the reporter, the patient alleged complications associated with the mesh and requested a phone call to further discuss. Post market vigilance spoke with the patient on (B)(6) 2015. He has been scheduled for a consultation on a revisional surgery on (B)(6) 2015. The patient reported experiencing swelling and left testicular pain. The pain is constant and the patient denies taking medication for the pain. The patient is retired and hasn't reinjured himself. He reported that when taking antibiotics for pneumonia, the symptoms are relieved and wonders if there is a connection. Medical records were requested but the patient would like to speak with an attorney first. No other information was made available by the patient.

Manufacturer narrative:
(B)(4).